Event description:
The pt underwent procedure for "aortogram with right leg runoff and angioplasty right perineal artery on (B)(6) 2014 under conscious sedation with contrast "visipaque 69 mis." The physician reported in operative note "the arteriotomy we attempted to close it with a 6-french starclose system which failed. We held pressure at te site for 15 minutes and a sterile dressing was applied. The pt tolerated the procedure we.." Documentation from the reporting surgical nurse was "starclose attempted to use and did not fire correctly. Lot# 40124k1. There was no apparent injury. Just were unable to use." Further documentation in the operative report revealed the "starclose did not deploy properly and was not implanted in the pt." No other info reported.